Event description:
A literature article reported that due to the aneurysm size of the patient, a stent was implanted prior to coil embolization. Post stent deployment, the physician observed overlap of the stent distal markers suggesting that the stent did not fully expand. The distal flow remained stable without remarkable change and the aneurysm was embolized without difficulties. The distal markers did not expand properly during the coil embolization; however, the physician did observe unexpected expansion of the distal marker on angiography when coiling was completed. Distal subtracted angiography showed good distal flow, and the shape of the coil was not distorted. The patient was discharged 14 days after admission without any neurological deficit. No other information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. Subject device was implanted.